Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: l2+. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level was "high" (>500 mg/dl), while wearing the pod between 4 and 24 hours. They reported before having dinner they administered their usual bolus of 14 units, which was set up by their doctor. They reported waking up in the middle of the night because they did not feel okay, and found the controller had an alert of "high" bg levels. The patient reported administering another 14 units of insulin and going back to sleep. They reported waking up in the morning with bg levels at 260 mg/dl, and they went to work not feeling well. The patient reported an hour later they received another "high" alert in the controller, and they had not eaten anything since dinner the night before. Again, the patient administered another 14 units of insulin because bg levels were around 300 mg/dl. The patient reported because they were still not feeling well, they left work and went home. They reported administering an additional 14 units of insulin around 10:30 a.m. Because their bg levels were at 382 mg/dl, with an upwards trending arrow. The patient removed the pod from the infusion site (arm) and found that the cannula was bent. Treatment information was not provided.